Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was returned for analysis with blood noted on it - a 7f guidezilla ii .063¿ (1.60mm) guide extension catheter. It was returned along with the rotablator rotalink plus device. The portion of the burr catheter was inside the guidezilla ii device with the burr sticking out of the guidezilla ii device. The batch number printed on the hub was 20942978. The hypotube, collar, distal shaft and tip was microscopically and tactile inspected. Inspection revealed distal shaft damage located 4.5 cm, and 10 cm with shaft damage located at 18 cm from the tip of the device, and there was damage to the collar with the distal shaft material pulling away from the collar. The inner diameter of the tip was measured/pinned (with a calibrated pin) and met specification. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on 8 february 2018. It was reported that there was difficulty advancing the a device through the catheter. A guidezilla¿ ii guide extension catheter was selected to be used in a percutaneous transluminal catheter rotational ablation procedure in the right coronary artery. When the physician attempted to insert a boston scientific rotalink¿ plus 1.50mm burr through the device, it failed to pass through. Therefore the burr was replaced with a 1.25mm burr (unspecified manufacturer) and the procedure was completed successfully. No patient complications were reported. The patient's status following the procedure was good. However, device analysis revealed a partial separation at the collar.